Event description:
It was reported the device was popping and hissing during use. There were no reported patient consequences.

Manufacturer narrative:
We are in the process of evaluating this device. When our investigation is complete, a follow-up report will be submitted. (B)(4).